Event description:
Pt called lfs on 10/9/2002 alleging their lifescan meter was reading inaccurately low. Pt stated that because pt was using the mmol/l setting it caused pt to go to the emergency room about 8 weeks ago. Pt thought they had a low reading on their meter and ate some cake. Pt does not remember what the reading was, pt does know that it was reading mmol/l. Pt went to the ER because their heart was fluttering and their blood glucose reading at the emergency room was 334. Pt stated that they just laid on a cot and that they did not treat pt. The meter was not replaced, but the customer care rep sent quality control supplies. No further info was obtained.